Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt had not used or charged their stimulator in the last 2 or 3 years (patient services understood ins was in an overdischarge state). The device will no longer charge. Pt was scheduled to have an MRI on march 28th but the hospital said to have pt call medtronic to check the device. Ps (patient services) reviewed MRI guidelines and role of a representative. Ps emailed local representatives. No symptoms were reported. Additional information was received from the patient reporting steps taken to resolve the ins not charging was the patient stated that they were able to keep enough charge to put it into MRI mode. It was reported that the reality of it was they had not charged in over 3 years because of the difficult location and not being able to sit for hours for it to charge. Additional information was received from the patient. It was reported that the difficult location to charge was caused by the placement of the device, angle for charger to "connect" to device, length of time needed to charge and flexibility has been reduced. The patient said they have not been able to charge for 3 years. The patient will get their device removed and are waiting to schedule.